Event description:
It was reported to boston scientific corporation that two ultraflex esophageal covered stents were involved during an esophageal stenting procedure on (B)(6) 2010. According to the complainant, the patient presented with a two centimeter benign peptic stricture, thirty centimeters from the patient's upper teeth. The first ultraflex stent was successfully implanted within the patient's esophagus in (B)(6) 2009, in order to treat dysphagia. On (B)(6) 2010 it was discovered that the upper uncovered flare of the stent was blocked with granulomatous tissue in-growth. The stent was dilated and a second ultraflex stent was attempted to be implanted. During deployment of the second stent (the subject of manufacturer report # 3005099803-2010-04843), only the first two centimeters of the stent opened up. There was no reported issue with the deployment suture. The patient's anatomy was not tortuous. The partially deployed stent was removed from the patient without issue, and a third ultraflex esophageal covered stent was implanted within the first stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. The physician's assessment of the most probable cause for the stent in-growth was reported as "hyperplastic tissue due to mechanical impact of the uncovered upper flare of the stent". It should be noted that the ultraflex covered esophageal stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only; as well as for occlusion of concurrent esophageal fistula. The ultraflex covered esophageal stents in this case were used against indication to treat a benign peptic stricture.

Manufacturer narrative:
(B)(4). Implant date: october 2009. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.